Event description:
Consumer complaint of low blood results. Customer his expected result is between 110-120mg/dl. Customer states he feels well. Customer never set time and date in the meter. Recalled meter memory: 73, 82, 73, 93, 97 and 112. Verified the strips expire on 02/21/2015. Customer ran back to back blood test, 140mg/dl and 150mg/dl- not fasting. Based on the customers expected result (120) and the lowest result in memory (73), the complaint is reportable (zone b/c). No adverse event reported.

Manufacturer narrative:
Product not returned for eval.(B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause: use had an inaccurate reference.